Manufacturer narrative:
Calibration and quality control were both within the expected range. No reagent issue is evident. Analyzer performance checks were within specification. Based upon the information provided, the sample tube was not inverted for proper homogenization. The sample centrifugation time was possibly insufficient. The static brush for sample tray was worn and not making contact with tubes or rotor. In addition, the sample rotor had a broken tube centering pin causing 13mm tubes to be off center of where s/r probe picks up sample from tube. The identified root causes of the event are insufficient sample preparation and/or an issue with the analyzer. The patient was not admitted to a medical facility. The result was not believed to be consistent with the patient's former values and the results that were generated were not reported out. There were no adverse events.

Event description:
The customer received one questionable troponin t stat (tnt) result on their elecsys 2010 analyzer. The patient's initial tnt result was <0.1 ng/ml. The initial result was not reported outside the laboratory because the patient's previous tnt result was 1.5 ng/ml. The customer repeated the sample on the same analyzer and the result was 1.4 ng/ml. The customer deemed this result to be correct and this result was reported outside the laboratory. The customer declined to provide any details on whether the patient was adversely affected by this event. The tnt lot number was 16234301iu and the expiration date was 05/31/2012. The field service representative found the static brush for the sample tray was worn and not making contact with tubes or rotor. He replaced the static brush. He also found position one on the sample rotor had a broken tube centering pin causing the 13 mm tubes to be off center of where sample/reagent probe picks up sample from tube. He replaced pinch tubing and checked all alignments. Precision and performance testing were done with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.